Manufacturer narrative:
Follow-up #1: date of submission, 08/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: consecutive pump reboot events were observed in the black box on 05/24/2015. Moisture corrosion was observed on the display screen inside the pump. The pump¿s case was cracked between the display lens and the seal. The pump failed a leak test due to the damage. The pump could not be powered on due to the moisture damage.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that the pump powered on with a battery change, but the pump stayed on the verify screen and remained unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.